Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device.the manufacturer received information from the patient alleging that the patient has sore throat and pressure issue. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.